Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that there was a pocket infection and a full system explant without replacement. No further complications were reported or anticipated. The patient¿s medical history includes a left leg amputation above the knee and phantom limb pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was returned for analysis.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4) found no anomalies. Conclusion code (B)(4) no longer applies. Product analysis # (B)(4) :analysis information -- 2017-06-16 13:35:50 cst pli# 10 product ID# (B)(4) the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.